Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, how was the reservoir defective? No answer. What were the quality issues identified with the reservoir bulb? No answer. Was the reservoir bulb attempted to be used on a patient? No answer. Was the issue noticed before use? No answer. H3 evaluation: product sample received for analysis. One complaint sample of reservoir bulb with connector, was received for evaluation, product was inspected visually, below are detailed findings : connection port of the bulb was short about 5~6 mm. There were visible cut marks on the connection port of the bulb. Separated part of connection port of bulb was stuck inside the connector. Retention sample of complaint lot were checked and found satisfactory. During investigation of the complaint, batch manufacturing records and retained sample review was performed. No discrepancy as per the reported defect was observed. Furthermore, as per standard practice, 100% inspection was carried out, visually. Before and after packing of finished goods, prior to the product release. So, there was no scope to miss such defect, at manufacturing / release stage. It is suspected that, connection port of bulb might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible, as these factors are out of scope. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an thyroidectomy procedure on (B)(6) 2023 and a reservoir was used. A postoperative bruise that required reapproachment and placement of a number 19 drain with reservoir. When the reservoir was opened, it was defective, requiring the opening of another one. Upon receipt and evaluation the reservoir damage was observed. Additional information has been requested.